Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas gain in iab circuit alarm was generated and the augmentation stopped. Blood was seen in the extracorporeal tubing. The iab was removed from the patient. Patient hemodynamics were then managed by inotropes. There was no patient harm or adverse event reported.

Manufacturer narrative:
2 photos was provided by the facility. The 2 photos were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. Two kinks were observed on the catheter tubing approximately 29.2cm and 75cm from the iab tip. The extender tubing, three-way stopcock and pressure tubing was also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.025cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a